Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1500 mg/dl and high ketones. Cause of bg level was not known. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.